Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for low blood glucose (value unknown) resulting in coma. Cause for low blood glucose was unknown. Contact was unable to provide treatment provided while hospitalized; however, customer did receive additional care from a psychologist and physical therapist after regaining consciousness. Customer was discharged on approximately (B)(6) 2019 with the issue resolved. Although requested, contact was unable to provide additional information. Customer reverted to an alternate method of insulin therapy.